Event description:
During a cholecystectomy, the heat shrink tubing of the lapclinch grasper tip fell off and into the patient. Heat shrink was removed from the patient and no harm came to the patient.

Manufacturer narrative:
The investigation revealed that the heat shrink tube sustained damage. There were visible tool marks on the heat shrink tubing resulting in the heat shrink tubing to fall off the tip.